Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was dislodged while slitting the catheter. A new catheter was used to implant the lead. No patient complications have been reported as a result of this event.